Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided. The device was originally reported for a communication error during operation.

Manufacturer narrative:
The pod was received fully deployed. An 0x1c, pump has reached the pump expiration time, safety alarm was observed in the pod data. The pod was confirmed to have run for 80 hours. No damages or deficiencies were observed that could have contributed to the reported communication error during operation. The cause of the reported communication error during operation could not be determined. The exposed portion of the soft cannula was observed to be damaged. A leak was observed due to this tear. The timing and cause of this damage is unknown. The housing vent was observed to damaged. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s938usqs5aye7. Hardware: sm-s938u. Cgm sensor type: g7.